Event description:
Information received from the field notes that the patient presented for a pacemaker check after a holter monitor recorded intermittent loss of ventricular capture with no back-up pulse. The patient complained of lightheadedness. During the threshold testing, the patient was symptomatic with loss of ventricular capture.